Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported failure to advance appears to be related to the operational context of the procedure, as it is likely the device interacted with the moderately calcified, heavily tortuous lesion during advancement, resulting in the reported failure to advance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous right coronary artery. The 2.8x16mm graftmaster covered stent failed to cross due to anatomy to treat a perforation. An unspecified device was used to successfully complete the procedure and successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.